Event description:
Information received with return of the explanted device notes back-up operation. The device could not be programmed and a message appeared that the "pacer cell is too low for this program and not installed" when attempts to obtain measured data were made. The patient felt "sluggish" after passing through an airport metal detector on 5/28/2001.